Event description:
Reportedly, the device could not be used to deliver defibillator energy to the pt. The observation or observations upon which this allegation was based was not reported. Pt outcome was not reported. The reporter indicated pt outcome was not affected by the discrepancy, due to use of the backup device.